Event description:
When the surgeon was placing the sensor to the patient and connecting to the icp monitor, some liquid get out from the sensor. Customer do not want to decontaminate the device to verify the liquid origen during the analysis. (B)(6) 2014, additional information from the affiliate stated: 1) were there any adverse consequences to the patient? No, there weren't. 2) was there a delay in surgery over 30 minutes?. No. 3) what actions were taken as a result of this incident? They use another sensor.

Manufacturer narrative:
The supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter material and internal wires cut 7.5cm from tip of sensor case. At the cut site, catheter material is intact, internal wires cut thru and exposed. Severe kink with hole in catheter material 30cm from tip of sensor case. Foreign residue (rust color) covering inside connector, extremely dirty. No testing possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Supplier was called on (B)(6) 2014, for clarification of the customer statement regarding the "some liquid get out from sensor". Supplier informed that the only area that the liquid was observed was at the connector area (foreign residue (rust color) covering inside connector, extremely dirty) see attached photo. There were no abnormalities at the sensor area. The presence of liquid at the sensor area reported by the customer could not be confirmed. The residue observed at the connector area is not consistent in appearance with any products used during the manufacturing process. The cause(s) of the foreign residue observed at the connector area could not be fully determined; however, it appears to have been introduced to the connector during use. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Device is under investigation.